Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of over 600 mg/dl with trace ketones. The bg level was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. The contact primed the tubing to remove air bubbles. A follow up with the contact on (B)(6) 2017 confirmed that the user's bg level lowered.